Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. For the third firing, at the functional side to side anastomosis, connected the reload to the handle. The surgeon tried to fire the device, however, could not. Replaced by a new reload, connected to the original handle, and the firing was completed. There was no patient harm. The status of the patient is no problem.